Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 250-260 mg/dl and a bolus via the pump was delivered to lower the bg to 176 mg/dl. The customer thought that the insulin may have been compromised and was the cause of the occlusion. However, the insulin was not expired and had not been exposed to any extreme temperatures. A pump system check was performed and no device issues were identified. The customer was to monitor the bg level and possibly change out the vial of insulin for a new one.